Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via medwatch/MDR report# mw5172110: a facility reported that during an "oro-tracheal" procedure, the needle 1650050 5pk oro-tracheal injector (1650050) broke while being used to inject kenalog to the patient's subglottic area. The surgery was paused, and the needle was retrieved from the subglottic tissue in its entirety. A new oro-trachea needle was opened to compare sizes and to ensure that the entire broken needle was retrieved from the patient. Pictures were taken as proof of retrieval and as a comparison to the whole, unbroken needle. There was no injury, death, or surgical delay reported.

Manufacturer narrative:
Updated fields: d9, e4, g3, g6, h2, h3, h6, h11. The needle 1650050 5pk oro-tracheal injector (1650050) was not returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: there has been no return of product for evaluation. The customer stated the product was disposed of. The provided images do not show the complaint device; instead, they show a different item for comparison. No conclusion can be drawn from the images. Root cause analysis: there has been no return of product for evaluation. The definitive root cause cannot be determined. The issue of breaking may be the result of rough handling or bending of the needle.

Event description:
N/a.